Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the cardiac resynchronization therapy defibrillator (crt-d) may have failed to provide proper therapy at the patient's time of death. The patient's cause of death is unknown and no further details are available.